Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: ((B)(4).

Event description:
Litigation alleges the patient suffers from pain, discomfort, and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update apr 28, 2017: legal medical records received. Pfs alleges pain, decreased desired activities, loosening, hip come out of place, limited mobility, dislocation and was advised to have a second revision surgery. After review of medical records for MDR reportability, bone scan and wbc scan were negative for infection. However, there was significant fluid noted. It was also reported that proximal femur at the greater trochanter had no ingrowth and the prosthesis was very loose, and femur resorbed. There were no signs of metallosis. The acetabulum was noted to be uncovered. Approximately one third of the weight bearing portion of the dome was without ingrowth and somewhat loose. It was also reported that the screw was very loose. Left hip revised again on (B)(6) 2016. It was determined that patient had competitor products, so this event will not be reported product codes and lot numbers were provided. This complaint was updated on may 9, 2017.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.